Event description:
Poor wound healing. This case is from health authority. The patient underwent surgery for lumbar spinal stenosis. During the surgery, the doctor used fluid gelatin to stop bleeding, but no active bleeding was observed. On the 4th day after surgery, the patient had low fever and did not improve after repeated dressing changes. On the 13th day after surgery, the patient underwent surgery without any active bleeding and experienced recurrent low fever. On the 19th day after surgery, the patient was transferred to the general practice department for further treatment. I was confirmed that surgiflo was used. It is unknown if surgiflo was removed after hemostasis was achieved. It is unknown how much surgiflo was used. The following procedures were done during the second surgery (on day 13): posterior lumbar debridement, irrigation and drainage under general anesthesia it was stated that the cause of why the patient had a fever: maybe related to low patient resistance. It is unknown of the patient fully recovered.